Event description:
It was reported that this pacemaker migrated the day after the implant procedure. Upon x-ray examination the physician confirmed that the right ventricular (rv) lead dislodged due to the device migration. The physician decided to reposition the rv lead and the procedure was completed successfully. It was suspected that the migration was caused by the patient anatomy. No additional adverse patient effects were reported.